Event description:
The customer reported the device etco2 was inoperative with no readings detected. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.